Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer stated that the school nurse should have given her a snack but did not. The customer stated that it may be the reason why her blood glucose readings are low. No troubleshooting was performed.